Event description:
The AED involved in this incident has not yet returned to the cardiac science corporation manufacturing facility. Once the product is available, an investigation will be conducted and the result will be provided in the follow-up reports.

Manufacturer narrative:
The AED involved in this incident has been returned to the cardiac science corporation manufacturing facility. An investigation will be conducted and the results will be provided in the follow-up reports.